Event description:
It was initially reported by the treating physician that the patient's generator was replaced due to the "patient having increase in seizures and several bouts of status epilepticus before changing battery. She is doing well now." A battery life calculation performed using programming history in the manufacturer's database indicated that there was approximately 4 years remaining until the elective replacement indicator was marked "yes". The explanted generator was returned to the manufacturer for analysis. The generator was not at an end of service condition and the eri-flag was set to "no." There were no performance or any other type of adverse condition found with the generator. Good faith attempts to obtain additional information on the patient seizure activity and frequency have been unsuccessful to date.